Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "defib fault 76", and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to an approved service provider for evaluation. The customer's report was duplicated and attributed to a faulty pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.